Event description:
Additional information from the rep indicated that ins is not available to return as scrub tech had inadvertently disposed of ipg.

Manufacturer narrative:
Continuation of d10: product ID: 39286-65 lot#serial#: (B)(6); implanted: on (B)(6) 2014; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that patient presented for surgery for expected end of life ins. Existing ins completely depleted three months ago so unable to evaluate current settings nor impedance checks. Intraoperatively after new intellis ins was connected to existing surgical lead, it was noted that connectivity check was good; however, electrodes 8 through 15 were all open circuits. After disconnecting this and re-inserting two more times, these open circuits were verified with a wens as posted in nlink references. After reconnecting 8 through 15 into new intellis, a final impedance check was done and open circuits remained on electrodes 8 through 15 as posted into nlink references. Postoperatively, rep was able to successfully program three different groups that captured patient's lower back and left leg. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.